Event description:
On 25-sep-2025, the user¿s healthcare provider reported that on (B)(6) 2025 the user experienced hyperglycemia, but no bg value was provided. No information regarding any user actions prior to ems or hospital involvement was provided despite follow-up attempts. The user was hospitalized for treatment of diabetic ketoacidosis, but no information regarding hospitalization care, discharge date, or discharge status was provided despite follow-up attempts.

Manufacturer narrative:
A hospitalization for diabetic ketoacidosis was reported by the user¿s healthcare provider. Multiple follow-up attempts were made to obtain additional details about the event and device usage, but no further information was provided, and no device malfunction has been identified based on available information. A follow-up MDR will be submitted if additional details or a device evaluation become available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.